Event description:
Lead polarity switch occurred on (B)(6)2021. There were 12 high impedances measured prior to polarity switch. No noise noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).